Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied data indicated that instrument rf quality control (qc) results recovered approximately 1 standard deviation above mean for level 2 qc controls and close to the mean for level 3 qc controls. Beckman coulter inc. Assessment of customer supplied calibration results appear acceptable. Service was not dispatched for this incident as the issue is believed to be reagent related.

Event description:
The customer reported a higher frequency of positive rheumatoid factor (rf) patient results with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot on an immage immunochemistry system. The customer indicated that erroneously false positive results had been generated utilizing this immage immunochemistry system rheumatoid factor (rf) reagent lot for multiple patients. The exact number of false positive patient results was not specified by the customer. Beckman coulter inc. Assessment of customer supplied rf comparison patient results involving the suspect rf lot and a another rf lot revealed the generation of erroneously false positive rheumatoid factor (rf) results for three patients utilizing the suspect lot. The rf results associated with six additional patients were not regarded as discrepant. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. No other chemistries are affected by this event and no instrument system error messages are noted. No patient specific information was provided by the customer. The samples were serum samples. No additional sample handling/collection information was provided by the customer.